Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used to treat a lesion, located in the diagonal branch. No damage was noted to packaging. No issues were noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that there was a failure to put the stent into position. It appeared that the stent was slightly flared. The stent would not go back into the guide catheter because of the flared struts, resulting in having to remove the entire system. It was reported that the patient had no adverse effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the stent was not positioned on the balloon between the marker bands as per specifications, the proximal stent wraps appear to have moved distally, the distal stent wraps were positioned correctly at the distal marker band. Deformation was evident to the 14th and 26th stent wraps with struts raised and bunched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.